Event description:
The customer reported the ventilator was unplugged from the wall to do a transport and after about one minute the unit shut down and stopped ventilating. Vent was switched out to another. No harm to the patient.

Manufacturer narrative:
Failure analysis (fa) lab received a vela upgrade kit, internal battery. Fa conducted a visual inspection of the assembly. Fa installed the assembly to a functional vela unit for duplicating the reported problem. A full 24 hour charge cycle on ac power was allowed. The unit was placed in battery mode and observed voltage drop to 30.0vdc which caused the unit to vent inop in less than one minute. The reported problem was duplicated. The fault is isolated to the battery pack that failed to hold its charge. The vela upgrade kit, internal battery was scrapped.

Manufacturer narrative:
The carefusion field service engineer evaluated the ventilator and attempted to power up vela on battery with original settings and was vent inop due to motor fault. Plugged vela into ac power and it powered up normally. Observed battery charge status was red. Measured battery open circuit voltage at 30vdc. Reconnected battery tray and observed increasing voltage as battery charged. Replaced battery as a precaution and allowed to charge. Battery had charged for about 1 to 1.5 hours. Was able to operate ventilator on battery power at that time with no inop occuring but with normal low battery alarm occuring. Performed ventilator testing. Advised respiratory staff to allow vela to charge to green status before returning to service. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.